Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone 2mg/ml at 0.6992mg/day and bupicaine 10mg/ml, dose not reported via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2018 an empty pump was reported. The patient was in the office today for a refill. The patient¿s last refill was (B)(6) 2018. The logs sowed the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. Per the reporter, the patient did not believe they missed a refill because their ptm (personal therapy manager) was showing a different low reservoir date of (B)(6) 2018. It was confirmed that the patient had two ptms. The patient then stated she has been "weaning off for over a year and has not had to use extra bumps." The patient stated she found her old ptm and requested a bolus since her last refill on (B)(6) 2018, but because of the incorrect refill date she did not think she had to go in. It was reviewed to decouple/recouple the to address the ptm displaying a refill date on (B)(6) 2018. The reporter then had to disconnect the call. The reporter then called back the same day and stated that they have refilled the pump and upon updating the pump, the ptm was now displaying the correct refill date. No further complications were reported or anticipated.